Event description:
Info received indicates when the brake pedal is pressed, the brake will not lock.

Manufacturer narrative:
The technician found the screws stripped from the hex rods. The technician replaced two hex rods and four hex rod screws to repair the bed.